Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon string broke... String of the product was still there, but it was shorter [device breakage]. Case narrative: consumer reported via phone that the tampon string broke. No injury was reported.

Manufacturer narrative:
Product investigation is in progress.

Event description:
Tampon string broke... String of the product was still there, but it was shorter device breakage case narrative: consumer reported via phone that the tampon string broke. No injury was reported.